Manufacturer narrative:
The returned device was evaluated and the pod was received with the cannula deployed and needle retracted. The download data showed that the pod completed both priming sequences with an expected number of pulses in each and ran for 3713 pulses, delivering several boluses, before deactivation. Investigation of the needle mechanism found no issues that would result in a needle mechanism failure. H2 - if follow-up, what type? Added device evaluation & correction. H3 - device evaluated by mfg? Added yes. H6 - adverse event problem . Type of investigation added b01 testing of actual/suspected device. Investigation findings added c19 no device problem found. Investigation conclusions added d14 no problem detected. H6 - adverse event problem health effect - clinical code e120501 diabetic ketoacidosis changed to none.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. B5 describe event or problem statement from: a patient reports while wearing a pod for longer than 48 hours their blood glucose level had rose to 458 mg/dl. The patient reports after administering a pen injection of insulin as well as applying a new pod their blood glucose level had not decreased. In addition the patient reports the pods pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. B5 describe event or problem statement to: it was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). A patient reports while wearing a pod for longer than 48 hours their blood glucose level had rose to 458 mg/dl. The patient reports after administering a pen injection of insulin as well as applying a new pod their blood glucose level had not decreased. In addition the patient reports the pods pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. No further information is available as to the patients medical event. B1 adverse event/product problem: added adverse event initial: product problem. B2 outcomes attributed to ae : added b2 added hospital-initial or prolonged. H1 type of reportable event ; added serious injury. H6 adverse event problem: added e120501 diabetic ketoacidosis. H10- h11 additional mfg narrative: added: the device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). A patient reports while wearing a pod for longer than 48 hours their blood glucose level had rose to 458 mg/dl. The patient reports after administering a pen injection of insulin as well as applying a new pod their blood glucose level had not decreased. In addition the patient reports the pods pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. No further information is available as to the patients medical event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
A patient reports while wearing a pod for longer than 48 hours their blood glucose level had rose to 458 mg/dl. The patient reports after administering a pen injection of insulin as well as applying a new pod their blood glucose level had not decreased. In addition the patient reports the pods pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred.